Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d4, e1, h6.

Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade iii/IV". Later, healthcare professional reported "breast cancer", "breast asymmetry ptosis", "breast defect status post nipple-sparing mastectomy". This record is for the right side. Device was explanted and replaced by another manufacturer's device, will be returned.

Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade iii/IV". This record is for the right side. Device was explanted, will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade iii/IV". Later, healthcare professional reported "breast cancer", "breast asymmetry ptosis", "breast defect status post nipple-sparing mastectomy". This record is for the right side. Device was explanted and replaced by another manufacturer's device.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ cancer: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.